Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced ongoing low blood glucose (bg) levels (42 mg/dl) before bedtime. The customer consumed juice and food to address the low bg. The customer did not know what was causing the low bg. The pump data was not available for tandem customer technical support (cts) to review. Cts advised the customer to discuss the low bg with a healthcare provider.